Event description:
A surgeon reported that approximately one hour into a vitrectomy procedure, there was great difficulty in withdrawing the 23 ga cutter from the trocar. When he retracted the cutter, the trocar also came out, and a 180 degree retinal tear occurred and dense hemorrhage was observed. There was a 20 minute delay while the retinal tear was sealed with cryo treatment and c3f8 gas. After the trocar was out of the pt, it was noted that it would not move up or down the shaft, and there was material at the end of the cutter. The pt was examined on (B)(6) 2012 and her pressures were noted to be fine.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).